Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out procedure, the pulse generator exhibited no output. The device would stop pacing when physician used electrocautery. The device resumed pacing when cautery was removed. The device was explanted and replaced. The patient did not experience any adverse events. The patient would continue to be monitored.